Event description:
The pt reportedly experienced pain and was no longer utilizing the device. The pt's device was explanted. Advance bionics is currently in the process of obtaining additional info. When additional info is received, a supplemental report will be submitted.